Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: two battery compartment cracks were observed. The battery cap was able to secure properly to the pump. The battery cap contact dimensions were within specification. An intermittent power issue was experienced during investigation. Evaluation of the pump internal components revealed a defect with the cold solder connection at the positive battery terminal. No moisture ingress was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.